Manufacturer narrative:
1. DHR/bhr review lot-3262342 1 this batch of products were assembled at intima ii auto line 3 in october 2023, and packaged at cfs package line in october 2023. Work order quantity was 198,000 ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the unit packages of the retained samples of this batch, and no poor seal, broken top web or broken bottom film is found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since the specific site and state of the air leakage of the unit package cannot be identified, the root cause of this defect cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter was damaged or open unit package / seal where sterility of the product is compromised. At 09:30 on (B)(6) 2024, the nurse performed intravenous indwelling needle puncture for the patient and performed intravenous infusion treatment. When inspecting the sealed intravenous indwelling needle, it was found that the packaging was leaking, so the sealed intravenous indwelling needle was replaced.